Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 12/19/2016, the reporter contacted animas and alleged the following: cart/site/set changed the in the evening of (B)(6). Following rewind/load/prime, pump showed 88units of insulin. Patient woke up on (B)(6) with bg of 430mg/dl. Site was changed and pump showed ~82units of insulin. Bg continued to climb reaching nearly 600mg/dl with fruity breath and positive ketones. Patient had bg up to 575mg/dl with large ketones, fruity breath, nausea/vomiting, was taken to the ER and given 3 units of insulin by injection. Site was changed 2 more times. They continued to use the same cartridge replaced on (B)(6). Pateint returned home and by 2pm, bg was up to 575mg/dl. At that time, reporter attempted to prime but no insulin was expelled from the tubing despite priming a total of 26.5 units and then pulled the cartridge out of the pump and noticed there were only a few drops of insulin with the plunger still pulled back (not all the way to the end) leaving a large amount of air. Reporter contacted cts at that time to have pump replaced. Mother denies leaking of insulin from the cartridge. No moisture seen and no smell of insulin noted. When questioned (at time of call back on 12/18) if they could have accidentally put an empty cart back in the pump on (B)(6), reporter states it is a possibility but she cannot be sure at this time. Cart/site/set was changed at that time and bg resolved to usual range with correction from the pump. Pump has been replaced and bgs have remained within target range. Customer support found no product defect and attributed the bg excursion to training/misuse, in that an empty cartridge may have been put back in the pump.